Manufacturer narrative:
(B)(4).

Event description:
Procedure: radical prostatectomy. According to the reporter: as the physician was finishing the case and was removing the trocars, his pa noticed something inside the abdomen. The item was retrieved and it was determined that it was probably something that fell into the abdomen from an instrument.